Event description:
Related manufacturer reference number: 2017865-2025-1004646. It was reported that a pericardial effusion was seen after a right ventricular device was fixated in the patient at implant using a delivery catheter. An intracardiac echocardiography (ice) catheter was noted to be pressed bear the device. The effusion was discovered approximately 10 minutes after the fixation due to unknown reasons. Pericardiocentesis was performed along with an open-heart procedure, but patient ended up passing away.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted cardiac perforation was also seen. The open-heart procedure was done to try and address the perforation.